Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d4, h4 due to the additional information received, an updated plant investigation is underway. A supplemental MDR will be submitted upon completion of this activity.

Event description:
More details were obtained through additional follow-up with the biomed and facility administrator (fa). The manufacturer of the wall box could not be provided. The biomed and fa both reported that the wall box was installed prior to davita acquiring the clinic. Davita moved into the building, which was previously a hospital, approximately ten years ago. The parts on the wall box were reportedly replaced with in-stock parts; thus, no contact with the manufacturer was required. Additionally, the fa stated there were no procedures in place to deal with wall boxes and their connection to hd machines. The biomed confirmed that the machine parts for the fresenius hd machine were received and replaced. After the repairs were completed, the wall box and machine were returned to full functionality. A photo of the wall box was provided by the biomed via email. In the email, the biomed stated that it was the acid rinse port that came off the hose and sprayed the back of the machine. The serial number of the fresenius machine was also provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the concentrate supply line on the wall box (not a fresenius product) burst and sprayed the entire back of a fresenius 2008t hemodialysis (hd) machine. The card cage on the front of the machine was also sprayed. This reportedly occurred during a patient¿s treatment on the machine. The patient was removed from the machine due to a burning smell that was noted. Follow up confirmed the patient was able to complete their treatment after being moved to a different machine. The patient did not experience any adverse effects, blood loss, or require medical intervention as a result of this incident. The machine was pulled from service for evaluation. During the inspection, the biomed discovered ¿multiple boards¿ that appeared to have been ¿burned and damaged¿. The biomed ordered replacement parts and was waiting for the parts to arrive at the time of follow up. The serial number for the machine in use could not be provided. Multiple attempts have been made to obtain additional information pertaining to the reported event, and at this time, no further information has been provided.